Event description:
Using defib paddles during a code there was a slight smell of burning flesh after the first shock. No burn was noted. The monitor screen when in any lead did not have good capture. The gain was increased and the rhythm was now large, but there was still a lot of artifact present. The leads and pads were changed, and all connections checked. The monitor was not showing a good strip and would go in and out when the leads were changed. There could be problems with the leads and paddles; the reporting rn felt the entire machine was bad. The machine is 12-15 years old and the MFR won't work on it anymore. It will not be sent to the MFR. Maintenance dept worked on it and it is now available for use.